Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent for a dialysis catheter placement procedure using glidepath. During the procedure, the device was allegedly expelled out from patient body. The catheter was replaced with a new one. There was no reported patient injury.

Event description:
On (B)(6) 2025, a patient underwent for a dialysis catheter placement procedure using glidepath. It was reported that during the procedure, the device was allegedly expelled out from patient body. The catheter was replaced with a new one. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was returned for evaluation. Gross visual, microscopic visual, tactile evaluation and functional testing were performed on the returned device. The tissue cuff was noted to have fiber disturbance throughout, and some areas were noted to be missing tissue cuff material. The manufacturing site evaluation states, inspection of the cuff conditions showed an irregular appearance at the cuff edges, there was alteration in the fibers and lack of material in some areas, it was observed that the cuff did not move from its original position, no other anomalies were observed throughout the sample. Therefore, the investigation is inconclusive for device was expelled out from patient body as the exact circumstance at the time of the reported event was unknown. The definitive root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h4, h6 (method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.